Event description:
It was reported that the patient's device was replaced due to warming at the pocket. There was also moisture in the neurostimulator port. It was also noted that the lead was stretched. Additional information was requested.

Manufacturer narrative:
(B)(4).